Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker reverted to safety mode. The patient was reported to experience a sensation that felt like the heart was coming out of the chest. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker reverted to safety mode. The patient was reported to experience a sensation that felt like the heart was coming out of the chest. Additional information provided this pacemaker was subsequently explanted. Another pacemaker was implanted to complete this procedure. This pacemaker has not been returned at this time. No additional adverse patient effects were reported.